Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 5.50mm x 12mm nc emerge balloon catheter was advanced to dilate a calcified lesion. During inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with an alternate device, and the patient experienced no complications and fully recovered.